Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter's attempts to obtain the sample and lot number were unsuccessful and therefore an evaluation and batch review could not be performed. A follow up report will be filed if any additional information becomes available.

Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2367 alarm, which occurred on the homechoice (hc) during use, during dwell 4 of 4. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.